Event description:
It was reported that the ilet user¿s dexcom sensor stopped providing data and the ilet displayed that blood glucose values were being entered manually but not accepted for calibration because no sensor was connected. Review of device logs showed the sensor had expired and the user had received and acknowledged the alerts, consistent with a use error rather than a device malfunction. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information the user provided. Investigation of this case revealed no device problem and identified a usage problem related to not starting a new sensor in a timely, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.